Manufacturer narrative:
The cause of the event is related to a disruption in the external power supply. The uninterruptible power supply (ups) connected to the viva-jr analyzer is a non-siemens component of the instrument system. The issue was temporarily circumvented by unplugging the ups. A service engineer was dispatched to replace the ups unit. No further evaluation of the device is required.

Event description:
The customer reported an incident of smoke and sparks emitted from the uninterruptible power supply (ups) connected to the viva-jr analyzer during a storm in the area. The usp was disconnected and no fire or injuries occurred. Patient treatment was not impacted by the incident and there was no report of injuries or adverse health consequences as a result of the smoke or sparks.